Event description:
It was reported that, during a follow up appointment, this pacemaker exhibited a large decrease in estimated longevity. Data analysis confirmed the battery was depleting abnormally consistent with a potential hardware issue. This device was then explanted and replaced. This device is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that, during a follow up appointment, this pacemaker exhibited a large decrease in estimated longevity. Data analysis confirmed the battery was depleting abnormally consistent with a potential hardware issue. This device was then explanted and replaced. This device is expected to be returned for analysis. No additional adverse patient effects were reported.